Event description:
It was reported that a patient experienced a loss of therapeutic effect following some type of environmental exposure. Patient started "slowing down" after sitting down for a few minutes. Patient suspected exposure occurred while walking through a theft detector or security gate at the shoe store with his device turned on. Patient felt a change after walking through the security gate. Patient interrogated the device and found that it was on and okay. Patient turned stimulation off and back on again, but the symptoms did not change. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the ins was "adequate" at the time of this report and that they educated the patient about security gates and monitoring devices for thefts. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID, 37642 serial# (B)(4), product type programmer, patient product ID, 37085-40 serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3387s-40 lot# va00r8e, implanted: 2012 (B)(6), product type lead. (B)(4).